Manufacturer narrative:
Section h10: the associated device was returned and evaluated. A visual inspection of the returned device confirms both spikes broke off the cutting block, rendering the device inoperable. Only one of the spikes was returned with the device. The device shows signs of significant wear and use. The clinical/medical evaluation concluded that based on the visual inspection findings, we cannot rule out wear and use as the likely cause of the reported failure. According to the report, the procedure was completed, with a delay of 20 minutes, using the same device. Per the report, the hospital has requested all cutting blocks be replaced as they are concerned there may be further breakages as the instruments have been employed for approximately 10 yrs. Since it was reported the patient is doing well and all foreign materials removed, no further impact to the patient is expected. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a tka surgery, the pins of the gii post ref a/p blk sz 7 broke and remained in the patient¿s femur. They were removed by the surgeon, who used a gauge to remove them. The procedure was completed, with a delay of 20 minutes, using the same device. The patient is well.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka surgery, the pins of the gii post ref a/p blk sz 7 broke and remained in the patient¿s femur. They were removed by the surgeon, who used a gauge to remove them. The procedure was completed, with a delay of 20 minutes, but it is unknown how was the procedure finished. The condition of the patient is unknown.